Manufacturer narrative:
H6; the reported event, for bur/router breakage, was confirmed via photograph evidence provided and the reported failure of bur/router breakage was confirmed. The bur/router reported involved in this event was not returned for evaluation. Without the device, the root cause cannot be determined. The quality investigation is complete. Device not available for return.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. The complainant is not aware of any delays or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. The complainant is not aware of any delays or adverse consequences as a result of this event.